Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient mentioned that she went to the hospital because of her blood sugar. When asked if dexcom had contributed to her hospitalization, or one of the reasons why she went to the hospital, the patient did confirm " yes ." The patient refused to give information and does not want to deal with it since the reason of her call was only to get a replacement for wearable failure. The patient declined to deal with it and just insisted on getting the failed sensor replaced. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025.on the same day, it was reported that the patient mentioned that she went to the hospital because of her blood sugar. When asked if dexcom had contributed to her hospitalization, or one of the reasons why she went to the hospital, the patient did confirm " yes." The patient refused to give information and does not want to deal with it since the reason of her call was only to get a replacement for wearable failure. The patient declined to deal with it and just insisted on getting the failed sensor replaced. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction. H6 investigation conclusion - correction.